Manufacturer narrative:
(B)(4). The analysis result of the er320 device found that it was received with the floor damaged and with a clip in the jaws; the clip was removed in order to measure jaws width and they were found to be within the acceptable limits. No functional testing could be performed due to the condition of the floor. It could not be determined what may have caused the damaged found. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please describe shape of clip. Etch pear shape, scissored, other? Did the clip fall of the vessel after it was placed? Please quantify blood loss? Did the patient require blood or blood products?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the clips were not forming properly with a loop in clip which caused bleeding. Clips were also not secure on the vessel. Hemolock was used.